Event description:
This report is being filed after the review of the following journal article: freitag p, et al. (2022), surgical stabilization of serial rib fractures is advantageous in patients with relevant traumatic brain injury, european journal of trauma and emergency surgery, pages 1-6, https://doi.org/10.1007/s00068-022-01886-2 (germany). The aim of this study was to analyze the clinical benefit of surgical stabilization of rib fractures in polytrauma patients the first two years after it was introduced at a german level 1 trauma center. The study included polytrauma patients with serial rib fractures in which 243 patients were treated conservatively between 2011 and 2013 (conservative group) and 34 patients underwent surgical stabilization of rib fractures in 2014 and 2015 (ssrf group). The majority of patients was male and middle-aged. In the ssrf group, the mean age was 59.5 ± 13.5 years and 76.5 percent of patients were males. Osteosynthesis was performed using unknown synthes matrixrib locked titanium plate fixation. The complications were reported as follows: unknown patients (2.9 percent) died due to traumatic shock. Unknown patients (14.7 percent) had postoperative pneumonia. This is report 2 of 2 for (B)(4). This report is for an unknown synthes matrixrib constructs.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unknown matrixrib construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.